Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm absence of no delivery. Customer's blood glucose at time of incident was 23mmol/l. Customer was advised to call back in order to troubleshoot as long as the clamp arrived.

Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
It was reported via email that the patient was contacted for troubleshooting on the pump. The patient stated that she already called in, and the pump is not defective and the infusion set cannula was not bent or damaged. The patient was talking with her healthcare professional about trying a different type of infusion set.